Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stent placement procedure for a stricture in the right main stem of the lung, performed on (B)(6), 2010. According to the complainant, the area was dilated with a cre pulmonary balloon, and then the stent was positioned within the patient, using a jagwire guidewire. When the physician pulled the deployment string, the string became stuck after approximately 15-20% of the string had been pulled. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received since (B)(4), 2010: the lot number is #13136408. The anatomy was not tortuous (pretty much a straight shot) and was reported as patent in the area of the stricture. The stricture was reported to have been either in the right or left mainstem. The guidewire was left in place during the attempted deployment. The delivery system exhibited bowing and was pulling back toward the physician during the attempted deployment. The patient condition at the completion of the procedure was reported as fine.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stent placement procedure for a stricture in the right main stem of the lung, performed on (B)(6) 2010. According to the complainant, the area was dilated with a cre pulmonary balloon, and then the stent was positioned within the patient, using a jagwire guidewire. When the physician pulled the deployment string, the string became stuck after approximately 15-20% of the string had been pulled. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received since (B)(6) 2010: the lot number is #13136408. The anatomy was not tortuous ("pretty much a straight shot") and was reported as patent in the area of the stricture. The stricture was reported to have been either in the right or left mainstem. The guidewire was left in place during the attempted deployment. The delivery system exhibited bowing and was pulling back toward the physician during the attempted deployment. The patient condition at the completion of the procedure was reported as "fine".

Manufacturer narrative:
.

Manufacturer narrative:
The returned device presented with the stent partially deployed by approximately 10mm. It was possible to deploy the remainder of the stent without issue. A visual examination of the deployed stent and delivery system found no anomalies.the condition the returned device was consistent with the complaint of partial stent deployment; the complaint was confirmed. Based on the condition of the returned device, the most probable cause is operational context; anatomical or procedural factors may have hindered the stent from fully deploying.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stent placement procedure for a stricture in the right main stem of the lung, performed on (B)(6), 2010. According to the complainant, the area was dilated with a cre pulmonary balloon, and then the stent was positioned within the patient, using a jagwire guidewire. When the physician pulled the deployment string, the string became stuck after approximately 15-20% of the string had been pulled. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.